Event description:
The lay user / patient contacted lifescan in 2006 alleging a cloudy display on her meter. The last time the patient tested on her blood glucose meter was approximately one month ago. Since then the patient's meter has a cloudy display. The patient took her oral medication after attempting to use the meter. The pt visited her physician due to not being able to test and the physician advised the patient to take extra medication. There is no information on what the patient's blood glucose reading was on the physician's meter; however, the patient had stated she was also treated with food and /or beverage. Customer care agent (cca) sent the patient a replacement meter.